Event description:
A nurse attempted to insert a 24 gauge catheter into the patient's vein to start an IV and was unable to insert the device. The nurse noted the catheter was perpendicular to the needle.